Manufacturer narrative:
Information contained in this report was previously submitted through asr on 28apr2006. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of capsular contracture " is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture and capsular contracture baker grade unknown.

Event description:
Healthcare professional reported left side capsular contracture baker grade unknown, and rupture. The device has been explanted.

Event description:
Healthcare professional reported a left side capsular contracture baker grade IV and rupture. Device has been explanted.

Manufacturer narrative:
Additional, corrected and or changed data.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: underweight and broken shell. A microscopic analysis was performed which identify sharp edge, missing piece of the shell and with non-penetrating nicks assessed as surgical impact broken. A dimension measurement in the shell was performed which identify the thickness within specification. Based on the device analysis the final assessment is: a sharp edge broken with non-penetrating nicks due to surgical impact. Non-penetrating nicks.

Event description:
Healthcare professional reported left side capsular contracture baker grade unknown, and rupture. The device has been explanted.